Manufacturer narrative:
The investigation for the reported issues has been completed. The impella device has not been returned for evaluation. Clinical details were insufficient to determine the root cause. The cause of the low pump flow was not determined. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump flow rate was lower than the previous day. It was decided to replace the device; however, the patient expired due to multi-organ failure. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).